Event description:
It was reported that "signal loss" occurred. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. No product or data was provided for investigation. The allegation and the probable cause cannot be determined.

Manufacturer narrative:
(B)(4).